Event description:
It was reported by the patient that the previously working remote monitor would not stay powered on for more than a few seconds, even with new batteries. It turned on, a long beep was heard, then it shut off. The monitor was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that the previously working remote monitor would not stay powered on for more than a few seconds, even with new batteries. It turned on, a long beep was heard, then it shut off. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the monitor was analyzed and no anomalies were found.